Event description:
A customer observed false now glucose results on a pt sample processed on the 5,1 fs analyzer. The erroneous result was reported and questioned by the physician. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of pt harm as a result of this event.